Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a peritoneal dialysis (pd) catheter. The customer reports a pediatric pd catheter was placed on (B)(6) 2012 in a (B)(6) infant. The catheter, post insertion, was found to have two linear breaks in integrity resulting in leakage of peritoneal fluid and requiring repair. The break was noted the day after insertion and occurred where the end adapter tubing was weakened at the site where it is attached to the covidien tunneling device.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.